Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿early and mid-term outcomes of isolated type 2 endoleak refractory to an embolization procedure¿ miceli, f.; dajci, a.; di girolamo, a.; nardis, p.; ascione, m.; cangiano, r.; gattuso, r.; sterpetti, a.; di marzo, l.; mansour, w. Journal of clinical medicine. 2025, 14, 502 https://doi.org/10.3390/jcm14020502. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿early and mid-term outcomes of isolated type 2 endoleak refractory to an embolization procedure¿. The time frame of this study was over a seven year period. Multiple manufactures products were implanted. Endurant ii stent grafts were implanted in the patient population. Among the patient population the following malfunctions occurred: ia endoleak no further information was provided pertaining to medtronic products.